Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited high out of range shock right ventricular (rv) lead impedance measurements, exceeding 125 ohms. Technical services (ts) reviewed the event and provided troubleshooting recommendations. Ts also stated that a probable cause could be calcification of the rv lead. No adverse patient effects were reported. This ICD remains in service.